Event description:
It was reported that a patient underwent a gynecological procedure in 2007. In the middle of the procedure, the motor drive unit was shutting down/stalling. The procedure was successfully completed with a second motor drive unit.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation was unable to reproduce the reported symptom of the unit shutting down/stalling in the middle of the procedure. The unit ran for ten minutes without shutting down or stalling. This is one of two medwatches submitted for this device. See also medwatch 2210968-2007-00753. The same device is represented in each medwatch as it was involved in two different events.